Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time (1,2,3), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient was taken to the emergency room (ER) due to having a rash and hyperglycemia. The patient's blood glucose (bg) levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated in the ER with benadryl, an epipen and pepcid for stomach lining steroid; he was also prescribed atarax (5ml), to be taken 3 times daily for 3 days. The patient continued to wear the pod in the ER and was discharged after 3 hours. The following morning, the patient continued to experience high bg levels (up to 534 mg/dl) and moderate ketones. The pod was removed, a new pod was applied and a manual injection was delivered but bg levels remained high. Patient was taken back to the hospital and was diagnosed with diabetic ketoacidosis. At this visit, he was treated with (B)(6), ketones were flushed, a manual injection was given and insulin was delivered every 2 hours through the pod. Patient was released from this hospital visit after 1 day.